Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also observed on the rv channel. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported.